Event description:
Monitor/defibrillator pacer option malfunctioned during code blue. Pacer function/settings selected but no rhythm detected by monitor. Patches/wires changed without problem resolved. Change to another monitor from another crash cart and pacing function achieved with second monitor/defibrillator.